Event description:
Correction to g3 of the initial medwatch. The aware date should be 10-may-2021.

Event description:
It is reported an oer-elite displayed an unspecified error code, prompting the end user to open the device and pull out the acecide. At this time, the acecide leaked, causing fumes leading to breathing issues in this end user. It is unknown if there was an actual issue with the oer-elite or if it was user error in loading the acecide and not properly securing the door after loading. The end user was seen in the emergency for evaluation. The person was diagnosed with pneumonitis, given two breathing treatments in the emergency room, and was discharged from the emergency room with a steroid inhaler. The person's current condition is well and back to work with no further issues.